Event description:
During cutting in the partial knee the saw kept cutting out, we finished cutting and took the blade off to put on the burr and the screw on the inside of the mics had sheered off on the inside. Case type: pka (mics).

Manufacturer narrative:
Reported issue: during cutting in the partial knee the saw kept cutting out, we finished cutting and took the blade off to put on the burr and the screw on the inside of the mics had sheered off on the inside. Case type: pka (mics). Product inspection: mics-209063 sn#(B)(6) RMA#282238. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.4. Collar test. Missing screw in collar failed collar test. Disposition: rtv. Inspected by: (B)(4). Device history review. Device history records indicate (B)(4) devices were manufactured under lot k0ak0 and 23 devices were accepted into final stock on 12/07/2017. A review of qt17-12-0020 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42061117 shows 4 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During cutting in the partial knee the saw kept cutting out, we finished cutting and took the blade off to put on the burr and the screw on the inside of the mics had sheered off on the inside. Case type: pka (mics).